Event description:
It was reported, that insulin drips were not observed, to be exiting the infusion set tubing during the load fill process. The customer reportedly, filled the cartridge with cold insulin. The caller was educated, that room temperature insulin should be used. A supply change was performed to address the issue. And insulin delivery was resumed. The customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions; that insulin should be at room temperature before use or air bubbles could form in the cartridge. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.